Event description:
It was reported that an ongoing minimum fill notification occurred intermittently after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, the customer reset the pump and loaded a new cartridge.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.